Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue.

Event description:
It was reported the customer was experiencing blood glucose (bg) levels over 600 mg/dl with high ketones. Contact stated that ketone levels would be considered dangerous to customer's healthcare provider (hcp). Contact reported that the customer was getting sick and was likely the cause of the high bgs. A correction bolus via the pump and manual injections were used to address the high bgs.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer was experiencing blood glucose (bg) levels over 600 mg/dl with high ketones. Contact reported that the customer was getting sick and was likely the cause of the high bgs. A correction bolus via the pump and manual injections were used to address the high bgs.